Event description:
It was reported that the customer's insulin pump experienced a compromised force sensor system alarm when she tried to set up a new infusion set. Insulin also squirted out when the customer was setting up the new infusion set. The customer reported her blood glucose level to be 198 mg/dl. The drive support cap was also reported to be sticking out. She was advised to disconnect from the insulin pump and revert to back up plan. The customer returned the product. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched lcd window.